Manufacturer narrative:
The 510 (k) # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ping meter does not power on. The patient mentioned that the alleged issue began on (B)(6) 2011. Due to the alleged issue, the patient was unable to test and took her usual dosage of medication. Approximately a day later, the patient developed symptoms of feeling thirsty. The patient did not seek any medical attention or contact their physician for assistance. The patient denied any misuse of the product. This is not the first time the product is being used. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, the patient was unable to test and later developed symptoms suggestive of a serious injury.